Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported blood leakage from the disc when using a safety curved needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 22 g safestep infusion set was returned for evaluation. An initial visual observation of the photograph showed the tip of the needle with the safety mechanism covering the needle tip. Use residue was observed in the base plate of the safety. Due to the quality of the returned photograph, no details of possible damage could be discerned. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 04/30/2025: the leak occurred on the first day of use when rinsed with provincial saline solution. The product was replaced. No patient harm.